Event description:
Meter name: one touch ultra. Strip name: lifescan. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: dizzy. A patient reported they were unable to obtain a blood result on their meter. Their meter allegedly would power off during use. The patient was unable to test on their meter. The patient was not treated. Patient explained that they have to base insulin dosage on the meter. No further information has been reported.